Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and it was found that the fuses blew on the mobile view station (mvs). Replaced the fuses and verified that the system functions properly by using the system during a case with navigation after the fuses were replaced. The blown fuses were discarded on-site, so no part return is expected. A full imaging system check-out was completed following fuse replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues reported.

Event description:
A site representative reported that the o-arm mobile view station (mvs) would not power up. The power indication lights were not illuminated. Multiple power outlets were used and the issue persisted. This occurred apart from any patient involvement. No additional details were provided.